Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified left anterior descending artery. Resistance was felt during advancement of the 2.0 x 15 mm mini trek balloon catheter to the lesion. When the 2.0 x 15 mm mini trek balloon was inflated for the second time to 14 atmospheres the balloon ruptured. Another 2.0 x 15 mm nc trek was used successfully for the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.